Event description:
The customer reported a power interuption and the system would not fluoro. No pt injury and the techs rebooted and finished case.

Manufacturer narrative:
The ge service rep checked system and system booted normally. Took several shots and saved. No problems. He checked the interconnect and hv cabling. Ok. The workstation voltages were fine. The rep pulled log files and found emergency stop switch was triggered during case.